Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to the freestyle libre sensor tip left in body. Dhrs (device history review) for the freestyle libre sensor and libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the sensor filament remained in skin after removal of the freestyle libre sensor. The customer indicated on the webform that due to this issue, they required third-party intervention. However, it is unknown if the customer required healthcare intervention to remove filament as the customer has been unable to be contacted for further information. There was no report of death or permanent injury associated with this event.